Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt was hospitalized on a ventilator following a 40 min seizure. The pt was last seen in the clinic for a 15% increase on (B)(6) 2011. A "bump" was noted on pt's back at the catheter site and an xray was done confirming appropriate placement. The hcp reported that the pt's "symptoms are likely not a result of the infusion system and they're continuing to monitor and investigate causes". The hcp later reported that the pt was put on "comfort care only/end of life measures due to an anoxic brain secondary to a 40 min seizure event that occurred last week". The pump was used to deliver lioresal.